Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for failed back surgery syndrome and post laminectomy pain. It was reported that the patient went to charge their implant because their back was hurting and their battery was dead. When they went to charge the ins they saw a power on reset (por) message. The patient clarified that it was a warning por that was seen on their programmer and that they needed a healthcare provider to interrogate the device. Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that there was a 0x0040 power on reset (por) error message. The rep was able to clear the por. He issue was resolved. No further complications were reported.